Manufacturer narrative:
The evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. This caused the subsequent alarm intended to alert the user to the problem. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user would become aware of high bg levels and could use another device or backup therapy if required. The lot was found to have met all acceptance criteria.

Event description:
A customer called to report a pod that he felt may have not been delivering insulin. The infusion site was fine, and no damage to cannula was noted after removal. The pod was in use for approximately 8 hours when it deactivated and alarmed while he was in the shower, his pdm was not there at the time. His bg was 418 at the time. The customer stated that this time he was concerned about his bg being "so high", and he went to the ER. He was there for about 4 hours, received i.v. Fluids for dehydration, and no insulin. The pod was removed in the ER. When he left his bg was 150. He was able to activate and place a new pod, and hi bg remained normal. No further problems reported.